Manufacturer narrative:
This investigation is ongoing. Upon further information this investigation will be updated.

Event description:
It was reported that this patient received an inappropriate shock due to a sinus tachycardia in (B)(6) 2019. The device was reprogrammed. At a recent in clinic review it was noted that the patient was having non sustained ventricular tachycardia arrhythmias and an inquiry regarding programming guidance was requested from technical services (ts). Ts noted that the episode from (B)(6) 2019 was needed to provide programming guidance and review. No adverse patient effects were reported.

Event description:
It was reported that this patient received an inappropriate shock due to a sinus tachycardia on (B)(6) 2019. The device was reprogrammed. At a recent in clinic review it was noted that the patient was having non sustained ventricular tachycardia arrhythmias and an inquiry regarding programming guidance was requested from techncial services (ts). Ts noted that the episode from september 2019 was needed to provide programming guidance and review. No adverse patient effects were reported. No additional data was provided for review.

Manufacturer narrative:
This investigation is complete. Upon further information this investigation will be updated.